Event description:
It is reported that the patient experienced a dislocation and was able to relocate his hip. X-rays revealed that the locking ring mechanism had disassociated. A revision surgery was performed.

Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Evaluation summary: operation notes state that the patient was performing unusual activities when he heard a loud crack. Revision surgical notes state that the patient had broken the inferior-anterior tine of the locking mechanism. The locking ring was free floating in the tissue. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based off the provided information, although not proven, it is most likely that the dislocations had been from the unusual activities the patient was doing. However, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.